Event description:
It was reported that the customer's insulin pump alarmed motor error. The mother stated that her son saw the piston moving forward without stopping and extra insulin went into his body, but the customer did manage to remove the device. The caller stated that her son notices the whole reservoir was empty. Advised the mother that the insulin would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during basic occlusion test due to faulty force sensor. Unable to perform prime test due to motor error alarms.